Event description:
Boston scientific crm received information that, during a clinical study of left ventricular (lv) pacing leads, 16 micro-dislodgements, 11 instances of lv loss of capture, and five instances of phrenic nerve stimulation were observed. No adverse patient effects were reported. Boston scientific easytrak 1, easytrak 2, and easytrak 3 leads were used in the study.

Manufacturer narrative:
This information was reported in (B)(6). An attempt was made to retrieve specific model and serial numbers of the reported complications. As no information has been received, it cannot be confirmed whether the complications were previously reported to boston scientific. No further information is available. This report will be updated if more information becomes available.